Manufacturer narrative:
Final analysis confirmed that the implantable cardiac monitor could not be interrogated. After a device software download, the device interrogated normally.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device was explanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.